Event description:
It was reported that during a strangulated hernia procedure, the ostomy was closed with the tl60 device, which fired normally. Did not inspect the staple line. The bowel was placed in the abdominal cavity and the pt was closed. Forty-eight hours later, the pt was taken back into the or because of pain and complication. The pt was opened, and it was noticed that there was no staple line along the anterior side of the new anastomosis. This is where the tl60 was fired. The pt is doing okay.